Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the damaged front case and keypad, replaced them new front case with keypad. The old type oridion failed to communicate, replaced it a new oridion board. Updated a new logic board per c.o# (B)(4). The display board works intermittent due to component u7, replaced it a new display board and replaced both new iui connectors. Performed leak down test and co2 calibration with passing results. Note: thank you for your patience for the part shortage. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24aug2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the etco2 front case. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device was broken/damaged. There was no additional information provided and no patient involvement.